Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), the shock impedance measurements were above 125 ohms. Troubleshooting was performed and it was determined that the pocket was not well irrigated which contributed to the high out of range measurements. The pocket was irrigated and the shock impedance measurements were in normal range. No adverse patient effects were reported. The ICD was successfully implanted. Over two years later, this ICD was explanted and replaced with a heart failure device. There were no allegations against the functionality of the ICD. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.